Manufacturer narrative:
Additional information: the stent was implanted and remains in the patient. Intervention was required to implant the stent after the balloon burst. A nc solarice 3.25 diameter balloon was used for post dilation to appropriately position and dilate the stent. There were no issues noted with the nc solarice balloon. No further patient complications have been reported as a result of this event. B1. Adv evnt/prod prob. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of the onyx trucor drug eluting stent, the balloon burst on the first inflation during direct stenting in the mid-section of the left anterior descending (lad) artery. The artery had a mild tortuosity and no calcification. The inflation pressure applied to the balloon prior to the burst was 15 atm. The device was inspected prior to use and negative prep was performed with no issues. There were no resistance or excessive force was encountered during delivery. The lesion was not pre-dilated, and the device did not pass through a previously-deployed stent. The stent was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state. An attempt was made to inflate the device, but water leaked out through the balloon. A visual inspection found a longitudinal tear at the distal end of the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.